Manufacturer narrative:
Note: this regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00019 ¿ 1 with "follow-up" marked per request, it is being resubmitted as an initial report. The endoskeleton tcs surgical technique guide and IFU states "create pilot holes for the screws using the appropriate length awl (relative to anticipated screw length usage) under a/p and lateral fluoroscopy. The awl guide must be used to help facilitate the desired pilot hole trajectory and position. Confirm desired awl trajectory prior to awl advancement using fluoroscopy." It was reported that the tcs awl guide was not used nor was the awl trajectory confirmed using fluoroscopy. Thus the procedure was performed contrary to the instructions. Due to this along with the reported severe insertion angle, it's plausible that the pilot hole was created off axis. This led to the tcs locking bone screw being inserted at an inappropriate angle which caused the locking collar to be obstructed by the implant during insertion. This caused the locking collar to expand and fall off the bone screw. A review of the DHR was completed. No anomalies or non-conformances were generated during the manufacture of these devices that would have led to this complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the locking collar fell off the screw body and could not be used while inserting the screw. A different screw was able to be used and the planned c5/6 procedure was able to be completed. The screw was discarded at the hospital. There were no reported adverse effects to the patient.